Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced master tool manipulator (mtm) to resolve the issue. The system was verified and ready to use. The mtm was returned and completed failure analysis. A review of field logs showed units had experienced multiple error codes regarding grip and homing failure. A visual inspection was performed and found the unit to have no external damage. The unit was then placed on in-house system and failed. Unit could not get to home position. Inspection of the gimbal was performed and found unit to have a damaged grip spring; this causes the grip to not work as needed. A gold grip spring was installed on unit to continue testing on surgeon console fixture test problem (sftp) for fitness tests and 1-hour sine cycle. Additionally, unit failed on the following unrelated to the field complaint: verified encoder and grip failed perform calibrations, re-executed test and passed gravity balance test post sine cycle. Also, recalibration sequence, re-executed test and passed gravity balance test post sine cycle. Also, re-greased gears, re-executed test and passed. However, 1-hour sine cycle passed. After investigation, failure analysis found the unit to have failed due to the bad grip spring. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported prior to the start of the da vinci assisted surgical procedure, the left-hand control was not working. The customer had tried restarting several times but the error returned. Also, the customer attempted to do a hard power cycle, back drove the master, and ensured there were no obstructions, but the issue remained. The customer reported event has no report of patient injury.